Event description:
Reporter noted posterior capsule tear occurred during phaco in two cases. There was no chamber collapse or fluctuation; cause unknown, but did not fault system. Machine makes noise, and cutter doesn't move during anterior vitrectomy. Ol placed in anterior chamber, patient is doing well.